Event description:
It was reported that the right ventricular lead exhibited low, high voltage lead impedance. The first out-of-range readings were noted in december 2017. Lead replacement was discussed. The patient was not symptomatic due to the event.